Manufacturer narrative:
H.6. Investigation summary: no samples were provided to bd medical - pharmaceutical system for analysis. Bdm-ps performed a batch history review including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels, were manufactured and released according to applicable procedures and specifications. Conclusion: unconfirmed, no sample received.

Event description:
It was reported that bd ultrasafe plus¿ passive needle guard plunger movement was difficult. This was discovered during use. The following information was provided by the initial reporter: during use of her injection, she noticed while she was injecting, the plunger was not pushing as she depressed it with her thumb and was defective, therefore she was unable to receive her medication.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultrasafe plus¿ passive needle guard plunger movement was difficult. This was discovered during use. The following information was provided by the initial reporter: during use of her injection, she noticed while she was injecting, the plunger was not pushing as she depressed it with her thumb and was defective, therefore she was unable to receive her medication.